Manufacturer narrative:
The company representative was unable to duplicate the "maintenance code 2 failure" alarm. However, the error code was observed in the error log. In addition, five (5) instances of electrical failure # 58 in error log were observed. The company representative replaced the drive manifold assembly (part number 0104-00-0018). The company representative performed functional and safety tests. The unit met factory specifications and was returned to the customer. (B)(4).

Event description:
The customer reported that while the unit was in use on a pt, the unit generated the "maintenance required code #2" (drive transducer offset failure) alarm on the screen. No pt injury was reported.